Manufacturer narrative:
The investigation determined the root cause was inappropriate pre- analytical procedures by the user. The storage condition, collection procedure, centrifuge time and rpm (g force) for patient samples were evaluated. The user agreed there were inappropriate pre-analytical procedures. As the values generated as part of the issue were not medically plausible and the implausibility can be recognized, a medical risk related to this event was not likely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). Other assays related to this event are reported in medwatch reports with patient identifiers: (B)(4).

Event description:
The user received questionable cholesterol results from the analytical p module analyzer (B)(4). Of the data provided, the results for one patient sample were discrepant. The initial result was 3 mg/dl and the repeat result was 229 mg/dl. No information was provided to determine if the erroneous results were reported outside the laboratory or if the patient was adversely affected.